Event description:
Vent made a popping noise and quit working suddenly. Baby was bagged until vent could be changed. Once new vent started, baby was fine with adequate o2 saturations. The error was recreated three times after 10 hours of running. The safety valve would activate which created the popping noise, opening the patient circuit to ambient air with bias gas flowing through tubing, and ventilation stopped. Vent would still power up with only the low volume alarm activated. Monitoring board and pull magnet safety valve replaced. Vent passed all calibration and was released back to service.